Manufacturer narrative:
Field svc engineer after consulting with lf tech support and with infimed, found that biomed had crashed the i5 hard drive. Fse replaced the i5 hard drive and reloaded backup info. Unit was check out and returned to full svc by the customer.

Event description:
On (B)(6) 2011, customer reports during an undetermined urology procedure, the computer failed and staff could not fluoro. The physician completed the procedure using only endoscopy. Customer did not provide procedural or pt info, other than to say the pt was fine.